Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few days post device implant, false pause episode due to undersensing was observed. It was discussed that the device pocket is large and false episode could be due to device movement. Patient was asymptomatic and will be monitored.